Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control provided the customer with a quotation for repairs which the customer declined. At the customer's request, the device was returned to them unrepaired. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device had a service indicator present and would not complete the boot-up process, in order to power on. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.